Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that detached sensor wire occurred.it was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The sensor was inserted into the arm on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem- correction . H6: event problem and evaluation method codes ¿ correction. H2- correction.